Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview 7 xb bisector energy never worked out of the box. They replaced the cord with no change, replaced the bovie machine equipment with no change. They then replaced the evh kit and it worked flawlessly. There was no patient injury or vein injury as the cautery was never ignited as it didnt work from the beginning.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: a2 - age changed from 75 yrs to 71 yrs. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar 2020 through feb 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Event description:
N/a.